Event description:
It was reported that a patient presented in-clinic with high capture thresholds noted on the patient's right ventricular lead. Corrective programming changes were made. No patient consequences were reported.